Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device was not returned for evaluation. No lot number provided. The complaint sample was not returned to teleflex for investigation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that during intubation the light went out. Another device was obtained and used without issue. No patient injury/harm reported.